Event description:
Event description boston scientific received information that this chronic and critical therapy lead displayed signs of an insulation breach. The clinician inquired whether they could repair the system themselves. To date, there have been no reported patient symptoms associated with this clinical observation.